Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately two years after undergoing transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 ultra resilia (s3ur) valve in the aortic position, the patient required a post-dilation procedure. The patient, who has a left ventricular assist device (lvad), presented with symptoms of fatigue and shortness of breath. Initial findings revealed a stenotic valve with some leakage. The reported failure modes of the valve were stenosis, regurgitation, and aortic insufficiency (ai). The medical team performed a post-dilation on the previously implanted tavr valve using the 29mm s3ur delivery system. The physician confirmed there was no malfunction or premature failure of any edwards device. The patient was stable after the post-dilation procedure, and no new valve was implanted. Upon follow-up, the field clinical specialist (fcs) clarified that the patient's valve condition was stenosis with mild paravalvular leak (pvl).

Event description:
As reported by a field clinical specialist (fcs), approximately two years after undergoing transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve in the aortic position, the patient required a post-dilation procedure. The patient, who has a left ventricular assist device (lvad), presented with symptoms of fatigue and shortness of breath. Initial findings revealed a stenotic valve with some leakage. The reported failure modes of the valve were stenosis, regurgitation, and aortic insufficiency (ai). The medical team performed a post-dilation on the previously implanted tavr valve using the 29mm s3ur delivery system. The physician confirmed there was no malfunction or premature failure of any edwards device. The patient was stable after the post-dilation procedure, and no new valve was implanted. Upon follow-up, the field clinical specialist (fcs) clarified that the patient's valve condition was stenosis with mild paravalvular leak (pvl).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed due to unavailability of medical record. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.